Event description:
During a lavh, after stapling the ip ligament on the patient's right side, an arterial pumper caused bleeding through the staple line. The surgeon had to use laparoscopic ligaclips to stop the bleeding. The surgeon later noticed a large amount of oozing along thr staple line where the left ip ligament was divided. Ligaclips were used to control the oozing as well. No significant patient consequence was caused by the bleeding. The patient did not require a transfusion, but the amount of blood loss was not recorded.